Manufacturer narrative:
Act button did not respond due to flattened button dome switch found during testing. No unlock on connector noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the esc and act button was not responsive. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that he was going to give himself a bolus for a meal and he noticed the buttons were getting stuck. The customer also stated that it was a humid weather when the event happened. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.